Event description:
The facility's biomedical returned a pump for service with a note attached to the display stating "failure code 500." The hospital was contacted by technical support and the hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, medication involved or the set up of the infusion device.